Manufacturer narrative:
The received device had the cannula assembly deployed. The internal portion of the soft cannula was found to be torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. The tear resulted in corrosion of the pcb, reservoir cap, and the mechanism rails. The corrosion resulted in the battery voltage to be lower than expected. A power supply was used to download the pod's data. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm, and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 400 mg/dl. The pod was worn on the patient's hip/buttocks for between 4 and 24 hours. As treatment, a new pod was applied.